Event description:
Baxter received a complaint from a facility involving the automix 3+3/as compounder. According to the technician, the device keypad was not responding properly during set-up. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No further information was available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of "when trying to input specific gravity into green station, numbers are populating into the volume display and not the specific gravity display" was confirmed and reproduced during device evaluation. The root cause was due to corrosion between keypad ribbon cables. A membrane keypad panel was replaced to resolve the reported condition.